Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button issues) was confirmed. Upon evaluation, the rear response button cover was missing and the contacts were corroded. The cause of the non-functional response button is the corroded contacts. The root cause of the corroded contacts cannot be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor had non-functional response buttons.